Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient died. Per the physician, it was suspected that the valve contributed to the death, but it was unknown how. The cause of death was unknown.